Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had rate accuracy fail during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information:d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, rate accuracy fail was reproduced. The reported problem 'rate accuracy fail' was reproduced during evaluation. Evaluation had the flowline run a flow test at a delivery rate of 40 ml/hr at a vtbi of 40 for a 60 mins run time. The delivered amount was 42.284 and the error percentage was at 5.71% which is out of the acceptable range. A review of event history log revealed no abnormalities that could cause or contribute to the reported problem were observed. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the pressure plates being out of adjustment. Evaluation determined the cause was the pressure plates being out of adjustment. The pressure plates will be adjusted to address the reported problem.